Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:00:15. During night drain cycle five, the patient's ultrafiltration reading was 1246ml, indicating the home patient (hp) drained 1246ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.